Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) was suspected to have an insulation damaged when the lead was visually observed during replacement. This lead was explanted. No additional adverse patient effects were reported.